Manufacturer narrative:
This incident was deemed as an "adverse event". However we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a case on april-26-2024, the spring connector piece on the prismatic light deflector came apart and the 3 components had to be retrieved from the patient. No patient injury was reported. However it prolonged the case and they had to do an x-ray check on the patient to confirm they have retrieved all of the broken pieces from the patient.